Event description:
It was reported that the patient experienced dystonia progression, muscle contractions during a programming session, and difficulty charging the implantable pulse generator (ipg). The patient also confirmed that they had fallen sometime last year. A database analysis was performed which showed numerous ipg resets and deeper discharges. Although the charging issue has been resolved by training the patient on proper charging technique the ipg does not appear to be working as expected. The patient has been reprogrammed to cover the dystonia progression.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator, ipg, however, after training the patient on proper charging technique the patient was able to obtain a full charge on the ipg. The patient experienced muscle contractions which resolved after adjusting the patients stimulation program. The patient required frequent programming for better therapy, however, the physician assessed this was due to the progression of the patients dystonia. Additionally, the patient fell in 2020. An initial database analysis showed numerous ipg magnet resets which indicated that the ipg was not working as expected prior to (B)(6) 2019. Further review of the second database showed that the ipg was currently working as expected as the magnet reset counter had remained unchanged since (B)(6) 2019. Additional information was received that the patient fell several times in 2019 due to increased stress aggravating her dystonia. In (B)(6) 2020, she had a fall with serious injuries, and it was noted her stimulator was turned off. The patient was unaware the device had turned off. The patient continued to have frequent falls due to her dystonia. Additionally, the physician has not determined the source of the ipg resets; however, the patient has moved out of the previous environment where the resets were occurring and has not had issues with resets since. The device remains implanted in the patient and no further action has been taken.